Event description:
A nurse reported that during surgery there was a suction issue. The system was exchanged and the surgery was completed with minimal delay and no harm to the patient.

Manufacturer narrative:
The company representative examined the system and found no problem. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate of confirm the reported event. The root of the cause is unknown. (B)(4).